Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level was reported to be greater than 430 mg/dl while wearing the pod on the leg between 4 and 24 hours. The patient noticed insulin leaking and could smell it on their skin. Reported symptoms included vomiting, appearing pale/white and clammy, lethargy, and the presence of ketones. The patient was diagnosed with uncontrolled blood glucose. Treatment included administration of insulin and intravenous (IV) fluids. The patient was discharged on the same day.